Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
An ophthalmic surgeon reported that when they tried to lift the flap of a patient's left eye, it appeared thin during a lasik procedure. The doctor tried to approach the flap at different sites and finally raised what appeared to be a thin flap of approximately 50 microns. It was verify that what has been raised was only the epithelium and the doctor had not raised the "real" flap. It remained intact in a lower plane. The doctor tried to lift it and was able to without further issues. The patient resulted with a dislocation of the epithelium, 9 mm area of the flap, which the doctor successfully repositioned after the photo-ablation, as well as the original flap. A therapeutic lens was positioned for one day. Upon follow up, patient is progressing satisfactorily.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4)